Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Furthermore, it was reported that the patient had received inappropriate shocks prior to this incident. Technical services (ts) discussed reprogramming options. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.